Event description:
Hcp reported the patient was at home in 10/2003 when patient had a burning sensation in their legs. The patient was encouraged to go the emergency room. The patient's spouse declined the suggestion. A nurse visited the patient at home and noted the patient had numbness in the legs, confusion, agitation, and was unable to focus. The patient was then seen at the emergency room with where the pump was turned off and the patient's condition was treated "like a narcotic overdose." Hydromorphone and bupivicaine were in the pump at time of the event. Patient died the same day of a reported heart attack. The patient was buried with the pump and no autopsy was performed.